Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet device had a cracked screen, while the user continued to operate the device and manage blood glucose without difficulty. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted therapy with no alerts or alarms and no impact to blood glucose control. Investigation included a customer interview and product use review. Investigation of this case revealed physical damage to the display component with no functional impairment to dosing or system performance. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.